Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customers blood glucose (bg) level was impacted (above 400 mg/dl). The customer would deliver boluses via the pump to stabilize bg levels. As tandem technical support was not contacted at the time of the reported issue, troubleshooting could not be performed. In addition, the customer reported having experienced low bg levels (lowest 55 mg/dl). The customer would consume carbohydrates and sugar to stabilize bg levels. As the customer did not contact tandem technical support at the time of the reported issues, a system check was not performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Review of pump data by tandem quality engineering: low blood glucose (bg) levels were recorded between (B)(6) 2016. The user made bolus requests without entering current bg level on (B)(6)2016. Making bolus requests without entering current bg levels and still having insulin on board (iob) could lead to low bg levels. There is no evidence of a device malfunction or failure.